Event description:
Boston scientific received information that during routine follow up, this implantable lead was discovered to have dislodged. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
The lead has not yet been returned for analysis. Should additional information become available, this report will be updated.

Event description:
The lead has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned portion of the lead was thoroughly inspected and analyzed. Only the proximal segment of the lead as returned. At the distal end of the returned segment, the insulation was stretched and torn, the anode coil was stretched and the end of the lead was melted. The cathode coil was also stretched. The portion of the lead returned was determined to have been electrically continuous. The clinical observation was not able to be confirmed.